Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low readings issue with the freestyle libre sensor. The customer reported receiving a scan reading of 101 mg/dl, as compared to a reading of 300 mg/dl on an unspecified competitor meter. The customer experienced symptoms of "nausea, vomiting, and diarrhea" for several hours, and had contact with a healthcare professional. The customer reported receiving a healthcare meter reading of 305 mg/dl, and was treated with a "hydrating serum" to replenish fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and preformed linearity test. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported a low readings issue with the freestyle libre sensor. The customer reported receiving a scan reading of 101 mg/dl, as compared to a reading of 300 mg/dl on an unspecified competitor meter. The customer experienced symptoms of "nausea, vomiting, and diarrhea" for several hours, and had contact with a healthcare professional. The customer reported receiving a healthcare meter reading of 305 mg/dl, and was treated with a "hydrating serum" to replenish fluids. There was no report of death or permanent injury associated with this event.